Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they have an appointment with their doctor on (B)(6) 2022 and that the issue has not yet been resolved. No further complications were reported/anticipated at this time.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient (pt) reported a return of symptoms. Pt stated they saw dr. (B)(6) and then had to wait almost two months before they saw medtronic rep and stated the rep adjusted pt's therapy settings and that helped for about one to two days but now pt's symptoms are back to how it was. Pt reported they are going to the bathroom often and when water runs they have to go to the bathroom right away. Pt stated they go to the bathroom before they go for walks and stated they walk for 30 minutes and sometimes they don't make it home before they go to the bathroom again. Pt connected with ins on call and confirmed therapy was on at 2.25v, program 1. Pt initially stated they were feeling stimulation when pt put communicator on their ins and stated it was comfortable. Pt stated when they removed communicator from ins they were no longer feeling stim. Pt confirmed when communicator is on ins pt was feeling stimulation in the left side of their vaginal area. Pt then stated they may have been paying more attention to the feeling of stim now. Pt stated during the day they don't feel stimulation. Pt increased stimulation to 2.35v and confirmed feeling stimulation comfortably and wanted to leave stim at this setting. Reviewed therapy and stimulation overview/expectations. Agent asked for event date and pt stated it's hard to know event date because pt thought for a long time it wasn't working at all and stated it's been maybe 9-10 months that pt has thought it wasn't working (pt did not clarify year). Pt stated they have had a number of CT scans, pet scans and x-rays and stated they forgot to turn their ins off for all of those scans. Pt later stated they think they did turn off their ins for the pet scan. Pt stated they think they were told by "(B)(6) the girl that helped me for years" that they should have turned off their ins for these tests. Agent had a difficult time following pt throughout call and made best attempt to gather all relevant sr information. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. Pt will monitor symptoms now that therapy change was made and will change program if not seeing an improvement. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.